Manufacturer narrative:
Additional information: returned to manufacturer on, imdrf a,b,c,d & g codes, device available for eval?, device return to manuf .?, device eval by manufacturer? Omit: a25 - no apparent adverse event (3189), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g07001 - part/component/sub-assembly term not applicable.

Event description:
It was reported that an 8100 lvp was affected by bezel post recall. During servicing, replaced bezel assembly, door latch assembly (3rd party parts), cracked ail assembly, cracked rear case assembly, membrane frame discolored, left and right iui contaminated. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by bezel post recall. During servicing, replaced bezel assembly, door latch assembly (3rd party parts), cracked ail assembly, cracked rear case assembly, membrane frame discolored, left and right iui contaminated. There was no reported patient involvement.